Event description:
The pt's father stated that the time and date were resetting with the battery change and the pump is intermittently changing am to pm and pm to am every 3-4 days. He confirmed that the time is correct on the pump but the am and pm settings were wrong. He denied that the pump was rebooting. He also denied that the pt experienced blood glucose excursions due to incorrect time.

Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned, an eval will be conducted and the results will be provided in a supplemental report. No conclusions can be made at this time.